Event description:
The customer reported an uncontained leak of clenz coming from the manual probe of the coulter lh 750 hematology analyzer. The leak was discovered during startup. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a vacuum restriction at the diff waste chamber (vc13) that caused the leak. The fsn flushed the vacuum line in the chamber which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.